Event description:
This is being filed to report the movement of the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (lot 11104r144) was advanced and placed on the lateral/middle portion of a2p2. The clip had a slightly medial dive when the leaflets were grasped; however the grasp was secure and the clip deployed with the mr reduced to 2-3. A second cds (lot 11014r112) was placed close to the 1st clip and at the intended location. When the clip was closed to 60 degrees, the mr was reduced favorably; however when the clip was fully closed, the mr worsened. It appeared as if the 2nd clip was opening the cleft on the medial aspect of the posterior leaflet. The leaflets were released and the clip was inverted and brought back into the left atrium (la). The physician attempted to place the second clip more medial from the 1st clip; however when the clip was fully closed, there was mr originating from between the 2 clips and also medial to the second clip. Again, the leaflets were released and the clip was inverted and brought back into the la. On the 3rd attempt, the physician placed the clip closer to the 1st clip, even closer than on the 1st attempt. The physician had a difficult time grabbing both leaflets as imaging was difficult. After several attempts, a grasp was obtained, but again, when the clip was fully closed, there was significant mr originating from the medial side of a2/p2, likely from the cleft. The physician chose not to implant the second clip and abort the procedure. When attempting to invert and remove the 2nd clip from the left ventricle (lv), the clip became entangled in the chords. Several movements were performed to free the clip and the cds was removed. There was no evidence of leaflet tears or flails caused by the manipulations of the 2nd clip under the valve. The case ended with mr at 3-4. The patient was referred to cardiac surgery after the case. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of dc shaft positioning (clip had a slightly medial dive when the leaflets were grasped). There is no indication of a product issue with respect to manufacture, design, or labeling.